Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited control body crystallization, image noise, flickered and horizontal stripe. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: charge couple device is not good, caused image noise, flickered and horizontal stripe. The most probable cause of the control body crystallization is cause not established and for image noise, flickered and horizontal stripe is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.